Event description:
Information was received that after this introducer was inserted into the vein and the dilator was removed, the introducer broke in the middle of the shaft. The introducer was removed and another one of a different size was used to complete the implant procedure. The physician commented that the issue was related to the sharp bend of the introducer due to the patient's tortuous anatomy. No adverse patient effects were reported. No further information is available.